Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during an endoscopic sphincterotomy (est) procedure on (B)(6) 2011. According to the complainant, during the procedure, the device failed to bow completely when the handle was fully actuated. The physician was able to cut the papilla with the sphincterotome partially bowed. No visible damage was noted to the device. The procedure was completed using this device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Based on the device analysis, which indicates that the cutting wire was bent, this is now considered a reportable event.

Manufacturer narrative:
Evaluation findings of cutting wire bent. A visual examination of the returned device found that the working length was twisted. The cutting wire was intact at the distal end of the device; the cutting wire appeared bent inside of the extrusion close to the proximal end. During a functional evaluation, the device failed to bow past 90 degrees as the working length tensed/coiled when the handle was actuated. The length and the outer diameter (od) of the cutting wire were measured and found to be within specification. A second functional evaluation found that the continuity between the 2-in-1 connector and the exposed cutting wire was able to conduct current indicating proper connectivity of the device. The resistance across the 2-in-1 connector and the cutting wire was measured and found to be within specification. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch. The investigation concluded that the twisted working length and bent cutting wire were likely due to procedural / anatomical factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.